Event description:
Caller reported a cartridge alarm 20 occurrence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed that the pump would be replaced and sent a replacement pump. The customer was advised on the necessary steps to put the faulty pump into storage mode and return it via ups using a pre-paid label. A backup insulin pump was to be used to ensure insulin delivery was not interrupted.